Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a pd catheter. On (B)(6) 2012, the pt experienced peritonitis and was hospitalized for the event. A peritoneal effluent culture was performed and the result was positive for coagulase negative staphylococcus epidermidis. The nurse reported the cause of the peritonitis as noncompliance as the pt's mother had not done pd therapy on her child since (B)(6) 2012 due to a hole in the catheter. The pt was finally hospitalized on (B)(6) 2013 for peritonitis. The pt remains hospitalized and the pd nurse confirmed the hole is located on the pd catheter before the titanium adapter on the catheter side.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.